Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 8.7mmol/l. The customer was advised that the device would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage on the keypad traces. No button error alarms were noted. The pump was received with a cracked case at the display window corners, cracked battery tube threads, a corroded battery tube and minor scratches on the lcd window.